Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 6f, 18f, 24f sheaths; proglide (x2); heparin. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. The sheath was upsized to 24f and the taa procedure was completed. The sutures of both proglide devices were successfully tightened but the access site was still bleeding. As this was a large hole pre-close technique, a third proglide device was used and a cuff miss occurred. A fourth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.